Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of efficacy that occurred and that was unrelated to the stimulation therapy. The pt had picked/scratched at the extension connector block behind the ear. Impedance readings were greater than 2,000 ohms. The pt's device and extension were, then, replaced. Post-operative checks showed no problems with electrode impedances. The pt had improved symptom control.